Event description:
Boston scientific received information that during a routine follow-up, the magnet rate was 90 ppm while the remaining longevity indicated 2.5 years. Boston scientific technical services (ts) indicated that the magnet rate was the most accurate measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.